Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that while running axsym troponin-I adv lot 49238m200 the actuator opened the lids but the rubber stopper remained in the bottle resulting in a probe crash. There was no report of impact to patient results.